Event description:
Pt was heard in her room. This pt is normally very quiet. The nurse noted upon response that when she leaned her hand against the mattress, the side where the pt rolled out was flat. The middle and left side were full of air. The pump was still running; it was plugged into the wall. Pt sustained multiple bruises to her hands/wrists/elbows and shoulders, very light bruising above her mouth, and to her right eye area as previously noted. First aid was provided; all bleeding resolved quickly. No fractures.